Manufacturer narrative:
(B)(4).

Event description:
Customer noticed the PICC was tight going through the peel away sheath introducer and had to remove the peel away sheath introducer much earlier than they wanted to in order to get the PICC to insert all the way. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer noticed the PICC was tight going through the peel away sheath introducer and had to remove the peel away sheath introducer much earlier than they wanted to in order to get the PICC to insert all the way. No patient harm reported. The patient's condition is reported as fine.